Event description:
In 2006, this pt was implanted with a gore excluder aaa endoprosthesis trunk-ipsilateral leg component and contralateral leg component. A type ii endoleak from the inferior mesenteric artery was discovered on an unk date. In late 2007, the pt underwent coil embolization to repair the type ii endoleak. No further info has been rec'd in regards to this event.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specs.